Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2019 with blood glucose of 448 mg/dl and related blood glucose value was 505 mg/dl. Customer reported that they did not allege insulin pump was under delivering. Customer was using insulin pump system within 48 hours of reported high blood glucose event. The customer experienced symptoms such as vomiting. The customer was treated with manual injection and insulin drip. Customer assisted with performing the high pressure test and test was passed. The insulin pump will not be returned for analysis.